Manufacturer narrative:
Catalogue # : the device was either 1c8109 or 1c8160. Initial reporter address: (B)(6). Device manufacturer address 1: (B)(4). The device was discarded and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a solution set had air in the line. This was observed during patient infusion, when the nurse changed the heparin bag. The air was infused in the patient. There was no report of patient injury or medical intervention associated with this event. No additional information is available.